Manufacturer narrative:
Device manufacture date was not initially reported. The correct device manufacture date is may 27, 2011.

Manufacturer narrative:
No conclusion code available. Final analysis found melted prongs on the power supply plug which contributed to the field complaint of power up anomaly.

Event description:
It was reported that there was a power surge, and the transmitter would not power up. When the transmitter was unplugged, the prongs looked burnt. The transmitter will be replaced.